Manufacturer narrative:
The device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted when the device is received and the investigation is completed. (B)(4).

Event description:
The hospital reported that following an endoscopic vein harvesting procedure, it was noticed that the jaw boot split and was missing a very small piece. It was reported that because the missing piece of silicon was very small, and since it could not be confirmed that the piece of silicon was in fact inside the pt's leg, the surgeon decided not to search for it inside the leg. The lot number is unk. The case was completed with the reported device. There were no other pt effects reported. The product is returning.